Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Additionally, the customer received multiple, intermittent altitude alarms. There were no reported abnormal altitude conditions at the time of the alarms. The customer's blood glucose (bg) level was over 600 mg/dl and was treated with a manual injection. Reportedly, the cause of the elevated bg was unknown. The customer reverted to insulin pens for alternate insulin therapy. Troubleshooting could not be performed as the events occurred in the past.